Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 3. The patient's largest prescribed fill volume (lpfv) was 1200 ml. The alarm log displayed high drain volume error 103. This indicates the patient drained greater than 200% (standard mode) or 190% (low fill mode). No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The iipv was confirmed by review of the logs. The assignable cause was undetermined. Device met specifications relative to iipv in the logs.